Event description:
The reporter states that he obtained a 281 mg/dl and 54 mg/dl blood glucose comparison on the accu-chek aviva system. The results were obtained within 10 minutes timeframe. The reporter felt hypoglycemic and treated himself by drinking a glass of coke and eating a cracker. He states that he felt better 20 minutes after treatment. No adverse event reported. New system sent to customer and return requested.